Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had broken reservoir lip ring and the reservoir was unable to lock in place when inserted into pump. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly noted.